Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were > 10,000 ohms. The pt's status was undetermined. Additional info has been requested, but was not available as of the date of this report.